Event description:
It was reported by the rep that during a lap chole the surgeon fired three clips from the device onto the cystic artery. The artery bled through the clips. The surgeon stated that the clips did not fully close, the clip was slightly open from the crotch of the clip to the distal tips.